Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm diameter thoracic aortic aneurysm. There was moderate angulation. The patient had an lsa to lcc bypass done on a prior date. The physician planned to cover the subclavian artery as part of the procedure and a conduit was planned to be used for access. The procedure went well; however, it was hard to see the origin of the left common carotid artery and this was unintentionally covered. The physician was able to access the lcc from the brachial artery due to the existing bypass. A wire was placed in the left subclavian and left carotid artery then physician burned a hole in the stent graft with a laser. A 5 mm balloon and a 7 mm balloon dilated the hole creating flow. An 8 mm x 18 mm balloon expandable stent from another manufacturer was implanted in the left common carotid into the stent graft. No clinical sequelae were reported ant the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (occlusion, inaccurate delivery of stent graft). (Stent graft was inaccurately deployed). (Stent graft was fenestrated with a laser).